Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 4 was sticking. The field service engineer (fse) replaced the right-side slide to address the issue. The fse confirmed that the station was operating under normal conditions with no error indicators or fault alerts present on the display, ensuring proper functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failed to open. The customer reported that the drawer would not open during normal operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.